Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 2.50 x 12mm trek balloon dilatation catheter was used to trap the guidewire in the catheter in order to remove the micro catheter. The balloon was inflated and deflated without any issues. During removal, the distal shaft separated into two pieces. The physician simply removed the device without issue. No unusual force or trauma was given to the catheter during the procedure or removal of the device. No resistance felt during advancing or withdrawal of the device. The procedure was successfully completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned balloon catheter. The reported shaft separation was confirmed. Additionally, the balloon catheter was sent for a spectroscopy scan. The results concluded that no contaminants were found on the outside surface of the hypotube or on the ID of the om. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: in general, for a device to fail in the reported manner, a shaft [break], some type of excessive force is required to either stretch the material or overcome the bond at a junction. There was no report of excessive forces applied to the device, and as such, based upon the images and information provided, it cannot be determined what procedural aspects influenced the reported failure. It should be noted that the trek rx, global, instructions for use, states: the trek rx and mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported shaft/outer member to hypotube seal separation appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Av will continue to trend the performance of these devices.